Event description:
Covidien received report stating oxygen sensor reading was zero. No patient involvement reported. Covidien customer service engineer (cse) verified the customer reported complaint and replaced the oxygen sensor which resolved the reported issue. Ventilator passed self-tests.

Manufacturer narrative:
(B)(4).